Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to patellofemoral pain. No products were removed and a patellar button was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿interoperative and/or postoperative pain¿ and / or "persistent pain."